Event description:
It was reported that during the resuscitation efforts on a cardiac arrest pt, the two autopulse nimh batteries that were assigned to the rescue unit failed within minutes of deployment. The batteries have been maintained well. Two fresh batteries from the charger were then delivered to the rescue unit. These two batteries were just off the deep cycled but failed within minutes of use. All four batteries on the scene failed within minutes of deployment. CPR was continued during the period that the autopulse platform was out of service. It was reported that there was no impact on the pt outcome due to the failure of the equipment.

Manufacturer narrative:
The autopulse platform and batteries were returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that the load plate cover was torn and the platform was missing one shoulder screw. Review of archive data showed warnings, user advisories (ua) and faults associated to the battery, motor and encoder (warning 1; ua 13, 44, 17, 34; and fault 27). Customer's reported problem was confirmed during investigation. Functional testing failed several times during the run_in test. The archive data files indicated customer was not following proper battery management procedure of daily system checks. The device was never used on the date of the reported problem. Archive data shows that the customer used the device several times with the following batteries: sn (B)(4) on (B)(4) 2013. The batteries appeared to not be used right out of the charger. After being fully charged and test cycled, all 4 returned batteries were re-tested. Test results showed that batteries with sn (B)(4) successfully passed the output watts and were then used to perform the run_in test on the returned platform with a (B)(4) pt test fixture until discharge without any observed fault or error. All three batteries successfully ran for more than 40 minutes. Battery with sn (B)(4) failed the output watts and ran for only one minute. Ua 27 (defected encoder) was also observed during the run_in test. Based on the eval results, a definitive root cause for the reported complaint could not be determined. Please see the following related MFR reports: 3003793491-2013-00649 for autopulse nimh battery with sn (B)(4), 3003793491-2013-00650 for autopulse battery with sn (B)(4), 3003793491-2013-00651 for autopulse nimh battery with sn (B)(4), 3003793491-2013-00652 for autopulse nimh battery with sn (B)(4).